Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was a suspected unknown quantity of screw loosening for patient (B)(6) at the l5 location. The 4 month post op x-ray image shows that toggling of the l5 screws is evident from flexion to extension with corresponding rocking of the posterior portion of the implant. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.